Event description:
It was reported the pump had a motor stall or power on reset message at a refill appointment. The pump could not be interrogated with the patient programmer. Later, the pump was replaced and the patient recovered without sequela. The drug, dosage and concentration were unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the device revealed s2 corrosion/s2 corrosion with mechanical wear. Gumming residue seen around the bearing where gear wheel 3 is attached and on the teeth and surface of gear wheel 3; residue was also seen on the pinion of gear 2. Drug delivered via the device per analysis was pethidine. (B)(4).

Manufacturer narrative:
Additional analysis findings of the pump (sn (B)(4)) found miscellaneous low battery reset due to an undetermined cause. The circuit board, motor wires, and battery were inspected under microscope with no anomalies seen. The device passed electrical analysis using good external power source. Used a known good power source to test the hybrid and motor for current drain failures. This eliminates the hybrid and motor for causing the reset failures. The battery was sent to (B)(6) for further analysis and the report showed no anomaly. The hybrid was sent to mmc for further analysis and the report showed no anomaly found. Low battery reset (lbr) was seen on the ip and in the pump logs. There were slight scratch marks seen on the feedthru wires, but "not sure" if enough insulation was removed to cause a short. The high impedance test result indicated there was a short. "Maybe during the dis-assembling process the anomaly went away or was destroy". Both feedthru looked clean and passed current drain test. The battery and hybrid were sent out for further analysis and both analysis results showed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2010-07-22, information was received from a manufacturer representative (rep) regarding a patient who was receiving pethidine (15 0.0 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. On (B)(6) 2010, an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring for reset occurred - safe state. The healthcare professional (hcp) obtained logs and the logs showed multiple resets, low battery resets, and safe state logs that occurred "today post magnetic resonance imaging (MRI)". The rep attempted numerous times to update the pump to simple continuous and the pump continued to reset/safe state. The rep stated MRI labeling was followed. The pump was explanted and replaced on (B)(6) 2010. Additional information reported the patient was seen on (B)(6) 2010 by their hcp for a refill. A message of "motorstall/por" appeared. The pump could not be interrogated with a n'vision programmer (8840). The pump was replaced and the patient recovered without sequela.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.